Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic with loss of left ventricular capture. The physician elected to replace the lead. During the replacement procedure, the physician noted that the lead did not dislodge. The heart muscle was damaged due to pre-existing patient condition. The patient's heart muscle was found to be damaged and possibly due to myocardial infarction the physician believed the damaged heart tissue was the cause of the loss of capture and no allegation of malfunction was made against the lead. The patient was discharged following the procedure.